Event description:
On friday, (B)(6) 2020, physician reported that during a procedure a boston scientific resolution clip (lot # 23483247) had broken in half when he opened the clip from the sheath and had to remove each broken piece carefully from the colon. There was no negative impact to the patient. Incident reported to manufacturer. FDA safety report ID# (B)(4).